Manufacturer narrative:
As received, only the proximal portion of the lead was returned in one piece. X-ray inspection did not find any indication of conductor fractures. Electrical testing was performed and found arcing at the suture sleeve tie impression. The lead was dissected and found inner insulation was abraded at the suture sleeve tie impression exposing the inner coil consistent with suture sleeve tie damage. The cause of the reported event of over sensing noise was due to the exposure of the inner coil at the suture sleeve tie location.

Event description:
During an in-clinic follow-up, noise that resulted in oversensing and automatic mode switch (ams) were observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient is stable.